Event description:
It was reported intermittent occlusion alarms occurred. There was no reported adverse impact to the customer¿s blood glucose level. The customer changed supplies and resumed insulin therapy. Customer reported using the cartridges longer than 72 hours, tandem technical support educated the customer of usage recommendations.